Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past intermittent low blood glucose (bg) level of 53-70 mg/dl. Bg cause was not known. Customer required assistance from wife consuming glucose tablets and getting fruit juice to drink to insulin deliveries to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.